Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place wherein the was explanted and replaced with a competitor's lead to address the issue. Patient is doing well.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It reported that the patient experienced loss of therapy due to high impedances. As such, surgical intervention may take place at a later date to address the issue.